Event description:
It was reported that a homechoice pro presented an unknown system error. The specific error was not reported. This occurred during set-up. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The reported event was unknown, therefore the device logs and the sample evaluation could not verify the reported event. However, a review of the event history log and sample evaluation identified a reload the set 202 alarm. The device received visual inspection, electrical testing and functional testing. A short simulated therapy was performed with no issues notes. The device passed calibration testing. The cause of the reload the set 102 alarm was determined to be due to the membrane gasket. The membrane gasket was scrapped and the device was sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.